Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient experienced chest pain and was brought in for a device check three times since implant. Capture threshold showed an increase on the second visit. On the third visit, no capture was observed and r-waves had decreased. Lead perforation was noted.